Event description:
It was reported that the panometer is not registering correctly. No additional information.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The technician performed a visual inspection. Device was received in with an out of specification manometer. The reported issue was confirmed. The root cause of the report issue was found to be faulty manometer. The technician replaced manometer.

Event description:
Additional information received via email 15-apr-2022. Event date updated. Noticed during training. No patient involved.

Manufacturer narrative:
Event date updated. Noticed during training. No patient involved.

Event description:
It was reported that the panometer is not registering correctly. Event date updated. Noticed during training. No patient involved.